Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional, leading to a replacement procedure. During the surgery, all components of the existing aus were removed and replaced with a new device. Inspection of the explanted pressure-regulating balloon noted a hole with fluid loss, when filled with pressurized saline. No additional patient complications were reported.